Manufacturer narrative:
Report date: 07feb2019. Date rec'd by MFR: 30jan2019. The customer reported that they have swapped the blower, motor controller (mc) printed circuit board assembly (pcba), power management (pm) pcba and the issue continues. The customer reported that the issue is not reproducible from battery but from alternating current (ac) the issue continues. The blower assembly was received for failure investigation at philips. A visual inspection was performed and no issues were identified. The blower assembly was tested. The reported condition was not verified. The power supply was not returned for evaluation. If the power supply is returned and tested, an additional report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16nov2018. Philip's product support engineer (pse) troubleshot the issue with the customer over the phone. Therefore, the reported condition cannot be verified. The pse recommended that the power supply be replaced.

Event description:
The customer reported that the ventilator switches to battery operation when the unit gives breath. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.